Event description:
A caller reported encountering cgm error 42 multiple times on their pump but had not reset it in the past 24 hours. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.